Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00544 and 00545) submitted for devices related to the same event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. The controllers were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4) passed all visual and functional testing on the bench with no malfunctions observed. (B)(4) failed visual examination and functional testing. Functional testing was able to replicate the no sound event; internal examination revealed that the alarm malfunction was caused by a failed nickel-metal hydride (nimh) battery inside the controller. Additionally, visual examination revealed the controller to have a broken pin within power port 1; this is considered an incidental finding. Applicable risk documentation and experience with events of similar circumstances were considered; events with a low or no sound for controller alarms may be attributed to a depleted internal nimh battery. An internal manufacturer's investigation has been initiated. The devices listed in this report are used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Event description:
During an elective controller exchange (see MDR# MDR 3007042319-2014-00544 ) it was noted that the alarm volume on the back-up controller was very low. A new set of controllers was issue to the patient the patient was asymptomatic. Investigation is ongoing.